Manufacturer narrative:
Company causality assessment: associated. No further information was available. Consent for follow up with the doctor was provided. Pharmacovigilance comment: sanofi company comment date 9/17/2014: based on the information provided, the role of synvisc one cannot be excluded for the event of pain on walking and limping, however, lack of information concerning patient's medical history and concomitant medications precludes the comprehensive assessment of this case.

Event description:
This solicited device case was received on 9/17/2014, from a patient via (B)(6). Patient ID: unk; country: (B)(6). Study title: (B)(6) involving synvisc one. This case concerns a female patient (age not provided) for whom it was painful to walk on and was limping after receiving treatment with synvisc one, which didn't work as good as first (subtherapeutic response). No relevant medical history, concomitant medications and concurrent conditions were reported. The patient had history of previous treatment with synvisc one (on (B)(6) 2013). On (B)(6) 2014, the patient received treatment with synvisc one injection, at a dose of 6 ml once (route, batch/lot, expiration date and indication: not provided). On the same day, the patient felt that it was painful to walk on and that it didn't work as good as the first synvisc one (subtherapeutic response). It was also reported that on the same day, the patient was limping. Further reported, the patient required cortisone injections thrice into that knee over a period of approximately 3 months after the injection of synvisc one. Outcome: not recovered for the events of painful to walk on and limping. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and results were pending. Seriousness criteria: required intervention for the events of painful to walk on and limping. Reporter's causality assessment: not reported.